Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer who reported that pt/inr results yielded on discrepant on a patient. Time: 10:45 am, method: I-stat, (pt/inr): 61.2/2.5. Time: 10:54 am, method: I-stat, (pt/inr): 44.3/3.9. Time: 11:10 am, method: stago, (pt/inr): 36.5/3.6. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident #(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.